Event description:
It was reported that the patient underwent a surgical procedure to replace the reactiv8 system because a portion of the lead was sticking out of the midline incision. Reportedly, the strain relief loop placement was suboptimal and not placed in the pocket, which migrated up and out of the incision. The device was performing as intended. The reactiv8 system was removed, and a new reactiv8 system was implanted without complications. There was no report of patient harm or injury. Following the system revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The implantable pulse generator (ipg) and lead assemblies were evaluated. There was no allegation against the functionality of ipg and leads. Both passed the functional testing. Visual inspection observed no damages or anomalies with the returned devices.

Manufacturer narrative:
Mml# (B)(4).

Manufacturer narrative:
Mml# (B)(4). Other device explanted: model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI: (B)(4). The implanting doctor was advised/retrained on proper implant technique to prevent the issue from happening again.

Event description:
It was reported that the patient underwent a surgical procedure to replace the reactiv8 system because a portion of the lead was sticking out of the midline incision. Reportedly, the strain relief loop placement was suboptimal and not placed in the pocket, which migrated up and out of the incision. The device was performing as intended. The reactiv8 system was removed, and a new reactiv8 system was implanted without complications. There was no report of patient harm or injury. Following the system revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The implantable pulse generator (ipg) and lead assemblies were evaluated. There was no allegation against the functionality of ipg and leads. Both passed the functional testing. Visual inspection observed no damages or anomalies with the returned devices.